Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va0d3d2, implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the device was replaced because one of the wires went bad, which corroded the battery.

Event description:
It was reported that a healthcare provider ran an impedance check in his office the day prior to the report and determined that impedances on all electrodes were greater than 4000 ohms. The patient stated that she may have damaged the lead while working out. Diagnostic testing and troubleshooting included impedance testing and x-rays. The patient had a lead revision the day of the report, and when the lead was revised, the implantable neurostimulator (ins) got blood inside. The blood was unable to be removed so the healthcare provider decided to replace the ins at the same time the lead was replaced. There was no visible damage noticed on the explanted lead. A new lead and ins were placed. An impedance check was good and the patient was doing well. There were no patient symptoms or complications associated with the event.

Manufacturer narrative:
(B)(4)